Manufacturer narrative:
The device was not returned for analysis and the complaint as reported was not able to be confirmed. Identifying information regarding the product involved in the complaint could not be obtained. As a result, a review of the device history record (DHR) could not be performed. A product labeling review identified that the device was used per the instructions for use (IFU) product label. A labeling review was did not reveal any anomalies as it states that persistent pain at the ipg or lead site is a known risk with the use of spinal cord stimulation (scs). A risk review was completed and confirmed that the event of implant pain was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device was not returned for analysis and the reported event of the patient experiencing a persistent local pain in the right abdominal area of the spinal cord stimulator (scs) implantable pulse generator (ipg) implant site, which resulted in a revision procedure, could not be confirmed. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Therefore, this investigation is assigned a probable cause of known inherent risk of device.

Event description:
It was reported that the patient experienced a persistent local pain in the right abdominal area of the spinal cord stimulator (scs) implantable pulse generator (ipg) implant site, which was an indication that the ipg needed to be repositioned. The patient underwent a revision procedure where general anesthesia was used and the ipg was repositioned.

Event description:
It was reported that the patient experienced a persistent local pain in the right abdominal area of the spinal cord stimulator (scs) implantable pulse generator (ipg) implant site, which was an indication that the ipg needed to be repositioned. The patient underwent a revision procedure where general anesthesia was used and the ipg was repositioned.